Event description:
A program manager (pm) stated that a peritoneal dialysis (pd) patient recently had some repositioning done on their catheter. Upon additional follow-up, the pm confirmed the patient underwent a pd catheter (not a fresenius product) re-positioning on an unspecified date due to malfunctioning pd catheter. It was indicated the patient did not have any adverse effects related to use of any fresenius device, or product. The patient was able to complete pd treatment using a tidal based setting.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).